Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Attempts to retrieve additional information are in process. Without additional information or return of the device the cause cannot be determined and clinical observation could not be confirmed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient underwent a valve-in-valve procedure due to failing 25mm bioprosthetic mitral valve. Implant duration of the pre-existing surgical valve is approximately six (6) years. The transcatheter mitral valve replacement was performed with a 26 mm transcatheter valve. There was no consequence to the patient.